Event description:
It was reported that a balloon rupture occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the mildly tortuous and moderately calcified left anterior descending ( lad ) artery. The 20mm x 2.00mm nc quantum apex balloon catheter was advanced to the lesion and on the first inflation, it ruptured at 14 atmospheres. The device was successfully removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).